Event description:
It was reported the patient developed an infection after the implant procedure. It was stated the implant procedure took place in (B)(6) 2012. Per manufacturer's registration system the implant procedure occurred in (B)(6) 2012. The infection was described as a "deep brain infection." It was stated to have lasted until september 2012. It was noted the patient was doing "pretty good now." Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information from the healthcare provider stated the patient's infection was diagnosed on (B)(6) 2012 and the patient showed symptoms of fever, redness, swelling, drainage and pain. It was stated the location of the infection was the patient's lead track. The healthcare provider reported a culture was obtained for propionibacteria but the culture source was unknown. It was stated the patient was administered both oral and intravenous antibiotics after the infection and it was unknown if perioperative antibiotics were administered. It was reported the patient had a total device system explant as a treatment for the infection. The healthcare provider stated the patient's infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# v825941, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# v825941, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).